Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgeon manipulator (usm). The system was tested and verified as ready for use. Isi received the usm for failure analysis and error 23097 was not found on logs. The usm was tested on an in-house system in normal mode where it passed. Also, usm was tested on a pf where it failed fiber test on the rolling loop fiber. A gold rolling loop was installed, and the error went away. However, the original rolling loop was re-installed, and the error came back. The complaint was confirmed based on the failure analysis investigation evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the error 23097 had occurred on arm 4 multiple times and was not resolved. It is unknown how the procedure was completed. There was no reported injury.